Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of asdrs0098 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that it was found that the needle cover was detached from the needle, so that the needle tip was uncovered upon opening the package. The device was discarded with safety locked for safe. There was no reported patient contact.